Event description:
It was reported that during the procedure, the stylet failed to advance and the helix of right atrial (ra) lead failed to retract. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences reported.